Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/18/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer reported that the pca was attempting veni puncture blood draw to patients left ac. After retracting needle into safety plastic tips, plastic tip pinched patients arm at insertion site. Plastic piece pinched patient's arm. After retracting needle, the plastic piece was stuck to patients' arm.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct all manufacturer contact office information and date of event, product description and UDI provided in the initial MDR [3014312726-2025-00060. The previously reported was incorrect. The correct manufacture contact information is below; (B)(4), qa engineer, sol-millennium medical inc, 311 s. Wacker dr., suite 4100, chicago, il 60606, united states, (B)(4). The correct date of event is 04-march-2025. The correct product description is sol-care safety blood collection needle 21g 3/4 12inch (without non-patient needle cap). The correct product UDI is (B)(4).